Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch will not start. As stated on the repair statement additional malfunction on this device: pilot valve alarms & shuts down.